Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. There was no moisture damage found inside the pump. However, the pump passed the displacement and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and received a no delivery alarm. The customer's blood glucose was unknown at the time of incident. He stated the insulin pump is vibrating without alarm or alert. He stated the insulin pump was not dropped. He stated there are no cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.